Event description:
Event description cpi received information that this bipolar lead was removed from service. The lead was exhibiting high threshold and impedance measurements. The physician elected to replace the lead.